Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance when filling a cartridge. Reportedly, this event occurred twice. The customer's blood glucose level was 170 mg/dl. The customer changed the syringe as well as the needle and successfully completed the load process to address the reported issue.